Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, there was an unknown material confirmed inside the sterilized pouch of the tempo diagnostic (4f uf 65cm 5sh) guide catheter. There was no reported patient injury. The device was stored in the lab according to the instructions for use (IFU). The device was not used in patient. Five sterile units of cath tempo 4f uf 65cm 5sh were received in its original properly sealed inner pouch inside of its original box. Per visual analysis; one of the received units presented an embedded grayish contamination on the catheter mounting card. The received pouch was inspected under microscope and it was confirmed that the contamination was embedded on the catheter mounting card. Also the contamination was measured, and the contamination particle measurement was found to be out of specification. The unit was sent to fourier transform infrared spectroscopy (ftir) analysis in order to identify the contamination found on the mounting card of the received unit. Based on ir results, it could be concluded that the foreign material found on mounting card of the tempo diagnostic 4f uf 65cm 5sh guide catheter with pn 451404v5 and lot 17666907 has a cellulose chemical composition as well polymer composition like control sample, arm rest filling polymer, since characteristic ir bands of the major components of cellulose and control sample, arm rest filling polymer, were observed. A device history record (DHR) review of lot 17666907 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/ pouch/box - foreign material - in sterile package¿ was confirmed through analysis of one of the returned devices as foreign material was observed in the pouch and it was found to be out of specification. The exact cause of the foreign material could not be determined during analysis, however, ftir analysis suggests the foreign material has a chemical composition like the control sample, arm rest filling polymer. As cautioned in the instructions for use, which is not intended as a mitigation, ¿do not use if package is open or damaged. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution.¿ the root cause could not be conclusively determined; however it appears to be related to the manufacturing process of the product. A risk assessment to address this issue has been initiated.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17666907) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was an unknown material confirmed inside the sterilized pouch of the tempo diagnostic (4f uf 65cm 5sh) guide catheter. There was no reported patient injury. The device was stored in the lab according to the instructions for use (IFU). The device was not used in patient. The product will be returned for analysis.